Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of guidewire tip detached exposing the corewire tip. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during an endoscopic cyst gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the dreamwire guidewire was introduced through the expect needle and into the cyst. During guidewire manipulation, the hydrophilic tip was detached in the cavity of the cyst exposing the corewire tip. The detached tip was retrieved using a gastroscope. The procedure was completed with this dreamwire guidewire. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2014: the physician attempted to remove the detached fragment last week, however, it was unsuccessful because the cyst cavity was closed and the wire was already embedded in the pancreas. The physician decided to leave the wire in place.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during an endoscopic cyst gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the dreamwire guidewire was introduced through the expect needle and into the cyst. During guidewire manipulation, the hydrophilic tip was detached in the cavity of the cyst exposing the corewire tip. The detached tip was retrieved using a gastroscope. The procedure was completed with this dreamwire guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: a visual analysis of the device revealed that the jacket was peeled, exposing the corewire, and the distal tip was partially detached exposing the tip of the metal corewire. There was no evidence of corewire fracture. The complaint was confirmed the tip of the metal corewire was detached. It is most probable that anatomical/procedural factors could have generated the failures encountered. The most probable root cause is: operational context.